Event description:
It was reported that the patient had experienced a shocking or jolting feeling with increased stimulation and loss of therapeutic effect. It was reported that the patient¿s left foot was sore and it was alleged her device was not working as well as her previous device. The stimulator was implanted for left leg nerve damage. Patient had been able to recharge the device and had good therapy when it was first implanted. Patient was at 3.5v on her old device, but now cannot go above 1.3v without feeling uncomfortable. The patient saw a "call dr." Screen on her programmer, but was able to clear the message. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that 'it was determined that the patient had bad impedances with her system.' It was noted that the patient was reprogrammed to a working combination and that she would have a lead revision later in the year. It was noted that the patient was 'getting optimal coverage' at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 377745 lot# n0028725, implanted: 2005 (B)(6), product type lead product ID, 377745 lot# n0028128, implanted: 2005 (B)(6), product type lead product ID, 37754 serial# (B)(4), product type recharger product ID, 37744 serial# (B)(4), product type programmer, patient product ID, 3708120 serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 3708120 serial# (B)(4), implanted: 2005 (B)(6), product type extension. (B)(4).